Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed march 31, 2014.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device during the same surgery. This report is filed january 17, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device and the issue could not be resolved.